Event description:
It was reported that an ilet user experienced multiple overnight alerts including a restart alarm, high glucose, and sensor reconnecting, after changing the cartridge only; review showed no insulin delivery for several hours, and during a guided supply change a leaking cartridge was observed and replaced along with the connector and steel infusion set, after which delivery resumed without further alarms and current blood glucose was 300 mg/dl. Symptoms included hyperglycemia, with no additional clinical signs or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an identified mechanical issue, with potential contributors including tubing occlusion, air bubble, or cartridge leak. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.